Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that from the first seal cycle, an end tone, indicating a completed seal cycle, was heard but sealing was not completed. No steam was seen from the device. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury. This happened with two devices within the same surgery. The add'l device can be found on MFR report# 1717344-2011-00248.